Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut the inside of my mouth [mouth injury]. Cut - gums [gingival injury]. Cut - nose [skin laceration]. Head come off - oral-b [device breakage]. Case narrative: male consumer via phone reported that the oral-b toothbrush head came off of the oral-b toothbrush handle, type 3756 and the metal part of the toothbrush cut the inside of his mouth, gums, and nose and he had healed. No serious injury was reported. 26-mar-2025 follow-up via digital safety assessment survey: the consumer was 70 years old. No medical professional was contacted. No serious injury was reported.